Event description:
The customer got a reading of 38 mg/dl from her adc device on 25 jun 06. She called her doctor and the paramedics. She drank some orange juice as instructed by her doctor. The paramedics arrived within 15 minutes and got a reading of 334 mg/dl from their meter. She was diagnosed with dka and was treated with i.v. Fluids. She left the hospital 4 hours later with a blood glucose reading of 109 mg/dl. The caller was using test strips that are incompatible with her adc device at the time of the reported event. She later tested her device with the correct test strips and compared the results with her doctors meter. The readings were comparable and are only a few points different (no values provided).